Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), embedded device ('essure embedded') and device breakage ('device breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation ("coils migration"), abortion spontaneous ("miscarriage"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain female"), menstrual disorder ("abnormal menses"), amenorrhoea ("period stops"), ovarian cyst ("ovarian cyst"), uterine cyst ("uterine cyst"), fallopian tube cyst ("fallopian tube cyst"), bacterial vaginosis ("bacterial vaginosis"), vaginal haemorrhage ("vaginal spotting"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), dysplasia ("dysplasia"), hydrosalpinx ("hydrosalpinx"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods"), premature menopause ("early menopause"), incontinence ("incontinence"), polymenorrhoea ("polymenorrhea"), sexual dysfunction ("sexual dysfunction"), vulvovaginal candidiasis ("yeast infection candida"), micturition urgency ("urgent urination"), pollakiuria ("frequent urination"), urinary tract infection ("uti"), cystitis ("bladder infection"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), vulvovaginal pain ("vulvodynia"), the first episode of breast pain ("breast pain"), breast tenderness ("breast tenderness"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), arthralgia ("joint pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), the second episode of breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), facial pain ("face pain"), trigeminal neuralgia ("trigeminal neuralgia"), pain ("generalised body pain"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowel problems"), migraine ("migraine/headache"), dizziness ("dizziness"), paraesthesia ("tingling sensation/sensation of burning, stinging, tickling, pricking of skin"), hypoaesthesia ("numbness/numbness in thigh/numbness in hands and feet"), shock ("brain shock"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), seizure ("seizure"), cerebrovascular accident ("stroke"), depression ("depression"), tinnitus ("ringing in ears"), syncope ("fainting/black out spells"), confusional state ("confusion"), amnesia ("short term memory loss"), post-traumatic stress disorder ("ptsd"), tremor ("tremors"), iron deficiency anaemia ("iron deficiency anemia "), thrombosis ("blood clots"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), contusion ("bruising"), vitamin b12 deficiency ("vitamin b 12 deficiency"), hypoglycaemia ("hypoglycemia"), pulmonary embolism ("pulmonary embolism"), systemic lupus erythematosus ("lupus"), multiple sclerosis ("multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), raynaud's phenomenon ("raynaud's syndrome") and myasthenia gravis ("myasthenia gravis"), were found to have a pregnancy with contraceptive device ("pregnancy") and were found to have cervix carcinoma ("cervical cancer") and blood count abnormal ("elevated blood counts"). At the time of the report, the fallopian tube perforation, embedded device, device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, micturition urgency, pollakiuria, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast tenderness, abdominal rigidity, back pain, arthralgia, chest pain, pain in extremity, the last episode of breast pain, neck pain, spinal pain, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression, tinnitus, syncope, confusional state, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome, raynaud's phenomenon and myasthenia gravis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, adenomyosis, adrenal disorder, allergy to metals, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, atrioventricular block, back pain, bacterial vaginosis, blood count abnormal, blood urine present, breast tenderness, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, cholelithotomy, chronic fatigue syndrome, coital bleeding, confusional state, constipation, contusion, cyst, cystitis, degenerative bone disease, depression, device breakage, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, embedded device, endometriosis, facial pain, fallopian tube cyst, fallopian tube perforation, feeling abnormal, fibromyalgia, flatulence, food allergy, furuncle, gastrointestinal disorder, gluten sensitivity, hair growth abnormal, hair texture abnormal, hot flush, hydrosalpinx, hyperhidrosis, hypertension, hyperthyroidism, hypoaesthesia, hypoglycaemia, hypothyroidism, immune thrombocytopenic purpura, incontinence, insomnia, iron deficiency anaemia, liver disorder, loss of libido, lymphadenopathy, memory impairment, menstrual disorder, metrorrhagia, micturition urgency, migraine, mood swings, multiple sclerosis, myasthenia gravis, nausea, neck pain, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, palpitations, panic attack, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, pulmonary embolism, pyrexia, rash, raynaud's phenomenon, rheumatoid arthritis, seizure, seroma, sexual dysfunction, shock, skin irritation, sleep apnoea syndrome, spinal pain, syncope, systemic lupus erythematosus, thrombosis, tinnitus, tooth disorder, tremor, trigeminal neuralgia, urinary tract infection, urticaria, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal candidiasis, vulvovaginal pain, weight decreased, weight increased, the first episode of breast pain and the second episode of breast pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), embedded device ('essure embedded') and device breakage ('device breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation ("coils migration"), abortion spontaneous ("miscarriage"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain female"), menstrual disorder ("abnormal menses"), amenorrhoea ("period stops"), ovarian cyst ("ovarian cyst"), uterine cyst ("uterine cyst"), fallopian tube cyst ("fallopian tube cyst"), bacterial vaginosis ("bacterial vaginosis"), vaginal haemorrhage ("vaginal spotting"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), dysplasia ("dysplasia"), hydrosalpinx ("hydrosalpinx"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods"), premature menopause ("early menopause"), incontinence ("incontinence"), polymenorrhoea ("polymenorrhea"), sexual dysfunction ("sexual dysfunction"), vulvovaginal candidiasis ("yeast infection candida"), micturition urgency ("urgent urination"), pollakiuria ("frequent urination"), urinary tract infection ("uti"), cystitis ("bladder infection"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), vulvovaginal pain ("vulvodynia"), the first episode of breast pain ("breast pain"), breast tenderness ("breast tenderness"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), arthralgia ("joint pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), the second episode of breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), facial pain ("face pain"), trigeminal neuralgia ("trigeminal neuralgia"), pain ("generalised body pain"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowel problems"), migraine ("migraine/headache"), dizziness ("dizziness"), paraesthesia ("tingling sensation/sensation of burning, stinging, tickling, pricking of skin"), hypoaesthesia ("numbness/numbness in thigh/numbness in hands and feet"), shock ("brain shock"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), seizure ("seizure"), cerebrovascular accident ("stroke"), depression ("depression"), tinnitus ("ringing in ears"), syncope ("fainting/black out spells"), confusional state ("confusion"), amnesia ("short term memory loss"), post-traumatic stress disorder ("ptsd"), tremor ("tremors"), iron deficiency anaemia ("iron deficiency anemia "), thrombosis ("blood clots"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), contusion ("bruising"), vitamin b12 deficiency ("vitamin b 12 deficiency"), hypoglycaemia ("hypoglycemia"), pulmonary embolism ("pulmonary embolism"), systemic lupus erythematosus ("lupus"), multiple sclerosis ("multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), raynaud's phenomenon ("raynaud's syndrome") and myasthenia gravis ("myasthenia gravis"), were found to have a pregnancy with contraceptive device ("pregnancy") and were found to have cervix carcinoma ("cervical cancer") and blood count abnormal ("elevated blood counts"). At the time of the report, the fallopian tube perforation, embedded device, device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, micturition urgency, pollakiuria, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast tenderness, abdominal rigidity, back pain, arthralgia, chest pain, pain in extremity, the last episode of breast pain, neck pain, spinal pain, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression, tinnitus, syncope, confusional state, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome, raynaud's phenomenon and myasthenia gravis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, adenomyosis, adrenal disorder, allergy to metals, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, atrioventricular block, back pain, bacterial vaginosis, blood count abnormal, blood urine present, breast tenderness, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, cholelithotomy, chronic fatigue syndrome, coital bleeding, confusional state, constipation, contusion, cyst, cystitis, degenerative bone disease, depression, device breakage, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, embedded device, endometriosis, facial pain, fallopian tube cyst, fallopian tube perforation, feeling abnormal, fibromyalgia, flatulence, food allergy, furuncle, gastrointestinal disorder, gluten sensitivity, hair growth abnormal, hair texture abnormal, hot flush, hydrosalpinx, hyperhidrosis, hypertension, hyperthyroidism, hypoaesthesia, hypoglycaemia, hypothyroidism, immune thrombocytopenic purpura, incontinence, insomnia, iron deficiency anaemia, liver disorder, loss of libido, lymphadenopathy, memory impairment, menstrual disorder, metrorrhagia, micturition urgency, migraine, mood swings, multiple sclerosis, myasthenia gravis, nausea, neck pain, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, palpitations, panic attack, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, pulmonary embolism, pyrexia, rash, raynaud's phenomenon, rheumatoid arthritis, seizure, seroma, sexual dysfunction, shock, skin irritation, sleep apnoea syndrome, spinal pain, syncope, systemic lupus erythematosus, thrombosis, tinnitus, tooth disorder, tremor, trigeminal neuralgia, urinary tract infection, urticaria, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal candidiasis, vulvovaginal pain, weight decreased, weight increased, the first episode of breast pain and the second episode of breast pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: this case is deleted from bayer database as this case was found to be a duplicate case of existing case (2020-034985) in bayer database. All the information that includes events, reporter, references and source documents have been transferred to retention case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), embedded device ('essure embedded') and device breakage ('device breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation ("coils migration"), abortion spontaneous ("miscarriage"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain female"), menstrual disorder ("abnormal menses"), amenorrhoea ("period stops"), ovarian cyst ("ovarian cyst"), uterine cyst ("uterine cyst"), fallopian tube cyst ("fallopian tube cyst"), bacterial vaginosis ("bacterial vaginosis"), vaginal haemorrhage ("vaginal spotting"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), dysplasia ("dysplasia"), hydrosalpinx ("hydrosalpinx"), adnexa uteri pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods"), premature menopause ("early menopause"), incontinence ("incontinence"), polymenorrhoea ("polymenorrhea"), sexual dysfunction ("sexual dysfunction"), vulvovaginal candidiasis ("yeast infection candida"), micturition urgency ("urgent urination"), pollakiuria ("frequent urination"), urinary tract infection ("uti"), cystitis ("bladder infection"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), vulvovaginal pain ("vulvodynia"), the first episode of breast pain ("breast pain"), breast tenderness ("breast tenderness"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), arthralgia ("joint pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), the second episode of breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), facial pain ("face pain"), trigeminal neuralgia ("trigeminal neuralgia"), pain ("generalised body pain"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowel problems"), migraine ("migraine/headache"), dizziness ("dizziness"), paraesthesia ("tingling sensation/sensation of burning, stinging, tickling, pricking of skin"), hypoaesthesia ("numbness/numbness in thigh/numbness in hands and feet"), shock ("brain shock"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), seizure ("seizure"), cerebrovascular accident ("stroke"), depression ("depression"), tinnitus ("ringing in ears"), syncope ("fainting/black out spells"), confusional state ("confusion"), amnesia ("short term memory loss"), post-traumatic stress disorder ("ptsd"), tremor ("tremors"), iron deficiency anaemia ("iron deficiency anemia "), thrombosis ("blood clots"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), contusion ("bruising"), vitamin b12 deficiency ("vitamin b 12 deficiency"), hypoglycaemia ("hypoglycemia"), pulmonary embolism ("pulmonary embolism"), systemic lupus erythematosus ("lupus"), multiple sclerosis ("multiple sclerosis"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), raynaud's phenomenon ("raynaud's syndrome") and myasthenia gravis ("myasthenia gravis"), were found to have a pregnancy with contraceptive device ("pregnancy") and were found to have cervix carcinoma ("cervical cancer") and blood count abnormal ("elevated blood counts"). At the time of the report, the fallopian tube perforation, embedded device, device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, adnexa uteri pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, micturition urgency, pollakiuria, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast tenderness, abdominal rigidity, back pain, arthralgia, chest pain, pain in extremity, the last episode of breast pain, neck pain, spinal pain, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression, tinnitus, syncope, confusional state, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome, raynaud's phenomenon and myasthenia gravis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, adenomyosis, adnexa uteri pain, adrenal disorder, allergy to metals, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, atrioventricular block, back pain, bacterial vaginosis, blood count abnormal, blood urine present, breast tenderness, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, cholelithotomy, chronic fatigue syndrome, coital bleeding, confusional state, constipation, contusion, cyst, cystitis, degenerative bone disease, depression, device breakage, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, embedded device, endometriosis, facial pain, fallopian tube cyst, fallopian tube perforation, feeling abnormal, fibromyalgia, flatulence, food allergy, furuncle, gastrointestinal disorder, gluten sensitivity, hair growth abnormal, hair texture abnormal, hot flush, hydrosalpinx, hyperhidrosis, hypertension, hyperthyroidism, hypoaesthesia, hypoglycaemia, hypothyroidism, immune thrombocytopenic purpura, incontinence, insomnia, iron deficiency anaemia, liver disorder, loss of libido, lymphadenopathy, memory impairment, menstrual disorder, metrorrhagia, micturition urgency, migraine, mood swings, multiple sclerosis, myasthenia gravis, nausea, neck pain, neuralgia, night sweats, ovarian cyst, pain, pain in extremity, palpitations, panic attack, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, pulmonary embolism, pyrexia, rash, raynaud's phenomenon, rheumatoid arthritis, seizure, seroma, sexual dysfunction, shock, skin irritation, sleep apnoea syndrome, spinal pain, syncope, systemic lupus erythematosus, thrombosis, tinnitus, tooth disorder, tremor, trigeminal neuralgia, urinary tract infection, urticaria, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal candidiasis, vulvovaginal pain, weight decreased, weight increased, the first episode of breast pain and the second episode of breast pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.